Event description:
It was reported to philips the device therapy cable was intermittently faulty. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.